Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was experiencing "non-stop alarms". The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt alarms) has been confirmed. Upon eval, the trunk cable had a broken wire inside the cable insulation, resulting in an open circuit. The cause for the broken wire was a kink in the trunk cable. The root cause of the kink in the cable cannot be positively identified. The open connection caused signal loss, resulting in the alarms experienced by the pt. No adverse event resulted from the broken wire inside the trunk cable. The pt received a replacement electrode belt.